Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was since friday the pt was getting settings not available. The patient was redirected to their healthcare provider to further address the issue. Pt said this was not their first time getting this message because 2 years ago a medtronic rep named came out and fixed their issue; it was within 6 months of having the ins and the rep said 2 on each side were disconnected or messed up (agent understood 2 of the electrodes on each lead were messed up).